Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient received inappropriate therapy for the ventricular tachycardia (vt) episode. The actual rhythm was supraventricular tachycardia (svt) which was detected as vt and atp (antitachycardia pacing) was delivered. Programming changes were made. The patient was stable.